Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that no alarm occurred during the alarm test. The event occurred during priming at the facility. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, state, city, postal code, and country updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The device was found with no defect in appearance, and it was found that there was no alarm during alarm testing. The cause of the customer reported problem was damage to the liquid-crystal display (lcd) on the main board. Service history review identified that the device was last serviced for an issue related to "over-temperature alarm did not work." The device was returned to the customer without repair as they requested.